Manufacturer narrative:
Correction: the correct serial no# is (B)(4), not (B)(4), as initially reported.

Manufacturer narrative:
This report is filed on february 05, 2018.

Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.